Manufacturer narrative:
The customer's reported complaint that the pump rotor of the thermogard xp ivtm system (sn (B)(6)) was destroyed was confirmed during visual inspection and functional testing. The bearings of the failed pump rotor were destroyed, likely attributed to wear and tear. The thermogard console was manufactured in 2018 and is 6 years old, past its expected serviceable life of 5 years. Upon visual inspection, the broken pump rotor was observed, confirming the reported complaint. Unrelated to the reported complaint, a cracked top lid was also observed. The probable root cause for the observed physical damage on the top lid was user mishandling. The offer for the top lid exchange was sent to the customer. Upon review of the event log, no irregularities were found. The ivtm thermogard console failed functional testing due to the pump rotor issue. The pump rotor was replaced to remedy the complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Event description:
The customer reported the pump rotor of the thermogard xp ivtm system (sn (B)(6)) was destroyed. The customer used a second console for treatment. No additional information was provided about the treatment or patient status.